Event description:
On (B)(6) 2011, I had a surgical procedure for a hernia repair. On (B)(6), I noticed blisters in the area of the surgery and there was severe itching. Since then, I have a rash that has spread and I have a rash that has spread across my abdomen and to other parts of my body. I spoke with the surgeon who advised me to take benadryl. My primary care physician called in a prescription for hydrocortisone cream 2.5%, which I am using. I am still itching. The rash is still occurring on other parts of my body. The benadryl and the hydrocortisone cream do not appear to be a solution to the problem. I will be seeing the surgeon monday (B)(6). I thought the FDA should be notified about this situation. The surgeon also stated that I was probably having an allergic reaction to the bandages and the gauze used during the surgery. I do not have any info on the product that was used.